Manufacturer narrative:
Additional, corrected, and/or changed data: b5, g1.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified yellow biological tissue on the shell, 10% calcification on the shell, and brown particles on the outer surface of the device. A leak test and microscopic analysis was performed which identified a sharp opening on the valve bond edge, fold creases, and wear abrasion. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the valve bond edge assessed as an unidentified tear opening. Additional, corrected, and/or changed data: b.5., d.6b, d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side capsular contracture, baker grade unknown, and "very stressful." Device remains implanted.